Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor is faulty and that the electrode, when removed from the body, is missing. The customer inserted another sensor and that sensor worked. The customer's blood glucose reading was 162 mg/dl at the time of incident. Troubleshooting advised customer that the device would be replaced. The customer indicated that the bad sensor would not be returned.